Manufacturer narrative:
(B)(4). (B)(6). The manufacturing location was unknown. Device manufacture date is currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported in the service order from france that the mini air drill device was running on its own and would not stop during use. During service and evaluation, it was observed that the device ran without stopping. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.